Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a severely tethered posterior leaflet for a mitraclip procedure. An xtw was chosen for a procedure. During pre-deployment establish final arm angle (efaa), the clip opened from a <5 degrees angle to 60+ degrees. The clip was able to be retrieved and removed. Another xtw was selected and attempted to deploy, but the clip opened during deployment, after the release pin was removed. The clip was <5 degrees before opening, and implanted at a 60+ degree angle after opening. The mr remained the same. There were no adverse patient effects reported.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.